Event description:
It was reported that a folfusor sv2 underinfused. The reporter stated that the expected infusion time was two days; however, the device took three days to completely empty. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The batch was manufactured august 16, 2013 - august 19, 2013. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported malfunction. Functional flow rate testing determined that the device had a flow rate within specification. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.